Event description:
It was reported that during an arthroscopic procedure using the ambient super turbovac 90 ifs, the wand would not function immediately after opening. The procedure was unable to be completed with arthrocare products, however, no further info regarding the procedure outcome was provided. There were no reported pt complications

Manufacturer narrative:
This event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no pt info was available.